Event description:
It was reported that, "doctor (B)(6) put in a 9 insert trial into the tibial baseplate. Then he proceeded to go through a trial range of motion. As the pt's leg flexed to 90 degrees, the posterior lateral aspect of the insert trial cracked into 2 pieces."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.